Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection revealed that the seal and the tension spring assembly were outside the loading device, intact. The delivery device was received outside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "the heartstring would not deploy the seal" was not confirmed as there was no evidence of blood on the device. The complaint is confirmed for failure to load, fitting problems. A lot history record review was completed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii would not deploy the seal, it would not come out of the tube. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.